Manufacturer narrative:
The manufacturing date is unavailable in the database. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 7 in the mouth, a failure occurred upon insertion. The site was not grafted. Patient's hygiene was good. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 7 in the mouth, a failure occurred upon insertion. The site was not grafted. Patient's hygiene was good. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)